Event description:
The recipient reported to have gradual decline in awareness to sound with the device. Further technical checks are scheduled. X-ray imaging was advised.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are planned but no date has been scheduled yet.

Event description:
The recipient reported a gradual decline in awareness to sound with the device.further technical checks are scheduled but no date has been received.

Event description:
The recipient reported a gradual decline in awareness to sound with the device.further technical checks are scheduled but no date has been received.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, the electrode array partially migrated out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are planned but no date has been scheduled yet.

Event description:
The recipient reported a gradual decline in awareness to sound with the device.the user has been explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, the electrode array partially migrated out of cochlea as confirmed by diagnostic imaging. The problems given in the recipient report appear to match the damage found. This is a final report.